Event description:
The tech alleged that the right side rail could not latch. No pt implant.

Manufacturer narrative:
The tech found the side rail shoulder bolt was missing. The tech replaced the side rail shoulder bolt to resolve the issue.